Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10. The suspected faulty power management board was returned from the supplier to getinge¿s national repair center (nrc). The supplier verified the failure of the batteries not charging and replaced q27,q50, cr54 and u20 which had shorted, and installed cn167210. The board passed testing. Inspection of the power management board was completed per procedure and ipc-a-610 standard with no visual damage observed. Upon inspection of the board per procedure, the installation of cn167210 was verified. The national repair center installed the board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that prior to use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the customer's reported issue and replaced the power management board which fixed the problem. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involved and no adverse event reported.

Event description:
It was reported that prior to use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and observed visual damage to component q27,which was shorted. The national repair center could not test the board due to the shorting of component q27. Past experience has proven that when q27 shorts, the batteries will not charge in the cardiosave . The board is to be sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure the installation is required. A supplemental report will be submitted upon completion of this investigation.